Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm later noted that the issue may have been patient related. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not augmenting and the intra-aortic balloon (iab) was not filling. It was noted that the balloon on the screen would not inflate all the way. The end user replaced the balloon with another balloon which experienced the same result. The patient was transported to another facility on the same pump and when they transferred the patient to the other hospitals balloon pump they had the same results on that iabp unit. There was no patient harm and no adverse event was reported.